Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the white port leaked at the connection to catheter. Catheter was inserted march 16th and removed april 17th.

Event description:
The customer reports that the white port leaked at the connection to catheter. Catheter was inserted march 16th and removed april 17th.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen PICC for evaluation. Visual examination revealed the catheter body appeared to be intentionally trimmed. After the sample failed functional testing, the proximal lumen was microscopically examined. A small hole was detected at the junction of the luer/extrusion. The total length of the catheter body measured to be 18.23" which indicates at least 3.27" were trimmed and not returned per product drawing. The inner diameter of the proximal extrusion measured to be 0.059" which is within specifications of 0.055-0.059" per product drawing. The outer diameter of the proximal extrusion measured to be 0.093" which is within specifications of 0.093-0.097" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was initially flushed using a lab inventory syringe to ensure no blockages were present. The distal tip was then clamped and each extension line was pressurized using a water-filled syringe. The proximal luer/extension line leaked when pressurized. The distal and medial lumens functioned as expected. A manual tug test confirmed all three lumens were fully secured within their luers. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The proximal lumen contained a small hole adjacent to the luer hub. A device history record review was performed with no relevant findings. Based on the sample received, manufacturing (molding) caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.